Manufacturer narrative:
Additional information received on 30 march 2016 and includes: the reason for the revision is because the patient had multiple hip dislocations. Batch review performed on (B)(6) 2016. Lot 141734: (B)(4) items manufactured and released on (B)(6) 2014. Expiration date: 2019-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
Patient came in complaining of pain. The surgeon removed the head and replaced it with another head. The surgery was completed successfully. X-rays and explants are not available.

Manufacturer narrative:
On 21 june 2016 it was prepared a final report with the information already submitted in the initial report. On 30 june 2016 the report was sent to the initial reporter and the case was closed.